Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 600 mg/dl due to inadvertently using a settings profile that had been set for a lower caloric intake. High bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.